Manufacturer narrative:
The account reported a patient had to have multiple catheters placed due to the retention balloons deflating. A catheter was inserted and fell out, a new catheter was inserted. Five days later the balloon deflated and a new catheter was inserted. The same issue occurred the next day and a new catheter was inserted. Four days later the catheter once again deflated and a new one was inserted. There were no difficulties with catheter insertions. The balloons were pre-inflated to check integrity prior to insertion. Samples were returned and complaint confirmed. A root cause has not been determined but cannot rule out that an external force applied to the catheter balloon may have contributed to the leaking. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported that a patient had to have multiple foley catheters placed due to retention balloons deflating.